Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation an electrode belt cable was cut. The root cause for cut cable could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.